Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No failed battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The customer recalled the blood glucose reading. The customer reported that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not corroded or damaged. The customer was advised to clean the battery cap contacts and insert a new battery and the insulin pump alarmed for a failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.